Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an appropriate therapy for vt. Low hv lead impedance on rv to svc and can vectors were noted. Programming changes were made. The patient will be monitored closely.